Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radio frequency procedure, the generator did not reach the expected temperature / voltage which prevented any clinical benefit for the patient. Ports, cannula and electrodes were changed which did not resolve the issue. The procedure continued and the issue persisted. The procedure was completed with no consequences to the patient, however the procedure was rescheduled as the patient seemed to have not had any neural impact given the issues with the generator.

Manufacturer narrative:
One neurotherm generator was received for analysis. Visual inspection of the returned rf generator indicated all labels are intact, legible and are free of physical damage. It was also verified that all internal components were secured, and normal wear was noted on the chassis exterior. Ac power was applied to the rf generator and a successful power on self-test was observed. Functional testing confirmed the field reported issue as all ports failed to achieve the target temperatures. Further diagnostics isolated the root cause of the reported issue to abnormal functionality of the radio frequency control board. The rf control board was temporarily replaced, and normal functionality was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the radio frequency control board.